Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital from an outside hospital for melena (blood in stool). The pt's international normalized ratio (inr) was 1.9 and her hemoglobin decreased from 12 to 8. The pt was given a blood transfusion of packed red blood cells. It was reported that she then became lethargic, unresponsive, with right side hemiparesis (as her right upper extremity was mostly affected). After the event resolved the pt also reported being unable to speak but could hear the medical staff. All symptoms of tia (trans ischemic attack) have since resolved. It was noted in the history that the pump had stopped with no alarms noted by the pt, her family or staff. A preliminary review of the log file revealed that pump stoppage was due to loss of power. The pt's sys controller was also exchanged. Add'l info was rec'd from the vad coordinator that the pt has returned to home and is back in her old routine. There appears to have been no lasting effects. No alarms have occurred.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. (B)(4).

Manufacturer narrative:
The pump remains in use supporting the patient. The investigation of the returned system controller log file confirmed the report of a pump stoppage related to a power interruption. After power was restored, the system returned to normal operation for the remainder of the log file. Functional testing found the system controller operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.